Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported that a lead revision was scheduled for a day after this report for an unknown reasons. No further information was provided regarding this issue.

Event description:
Additional information received from the rep reported the leads had moved and the patient had a revision and the issue was resolved.

Event description:
Additional information received from the patient reported that he had revision done a day prior to this report. No further information was provided in regards to the revision.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.